Manufacturer narrative:
The analyzer was found to have disturbed connector pins, but passed system testing and exhibited no noise. The analyzer was forwarded to vendor for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer exhibited noise. The analyzer was returned for service. There was no patient involvement.